Manufacturer narrative:
Date of event: exact date unknown, event occurred in the first year from the implant date. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5091162.

Event description:
It was reported that the patient was not getting an adequate pain relief due to high impedance in the lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.